Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 5306508; medical device expiration date: 11/30/2018; device manufacture date: 11/02/2015. Medical device lot #: 5306509; medical device expiration date: 11/30/2018; device manufacture date: 11/02/2015. Medical device lot #: 5329951; medical device expiration date: 11/30/2018; device manufacture date: 11/25/2015. Medical device lot #: 5294988; medical device expiration date: 10/31/2018; device manufacture date: 10/21/2015. Medical device lot #: 5344789; medical device expiration date: 01/31/2019; device manufacture date: 12/10/2015. Medical device lot #: 5306580; medical device expiration date: unknown; device manufacture date: 11/02/2015. Medical device lot #: 5337579; medical device expiration date: 11/30/2018; device manufacture date: 12/03/2015. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off non-patient end needle. No serious injury or medical intervention reported.